Event description:
The hcp reported the pt had been experiencing significant pain. Upon interrogation, it was discovered the pump was in a stopped mode. "As a consequence, the pump was reprogrammed with the old parameters, initially seeming to work again." The pt was given replacement pt therapy mgrs, but the pump remained in the stop mode. The pump was explanted and replaced. The pt is reported to be receiving adequate therapy again.